Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation revealed that the instrument had a severely bent grip, causing side to side misalignment of the grips. There was a 0.52" offset at the tips. The root cause of this failure is attributed to mishandling. Additionally, the instrument was found to have the grip pin dislodged at the distal end. The root cause of this failure is attributed to manufacturing. A review of the instrument log was performed. Per the review, the device was not used on the reported event date of (B)(6) 2021. The instrument was last used on (B)(6) 2021 on system (B)(4). The prograsp forceps has 4 uses remaining after last use. In addition, a review of the site's complaint history identified no other complaints related to the instrument and/or this event. No image or video clip for the reported event was submitted to isi for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the instrument grip pin was dislodged at the distal end, sticking out due to improper swaging with no evidence or claim of user mishandling/misuse. The customer reported complaint does not itself constitute an MDR reportable event; however, the dislodged grip pin found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that the prograsp forceps instrument's tip was split/bent. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.